Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin pump fell out of her pocket. Drive support cap was noted to be sticking out. Customer's current blood glucose reading is 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window. Insulin pump received with a cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.